Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The suspected faulty battery was returned to getinge's national repair center (nrc) for evaluation. A senior technician evaluated the battery and no visual damage was observed. The technician then installed the battery into the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The nrc verified the failure of the battery not being able to charge. The battery failed testing. The senior repair technician sent the part to the supplier for failure analysis as per procedure. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
The battery pack was sent to the vendor to identify the root cause of pins ( a9 and c8) being open. The vendor confirmed our findings and reports that the battery pack was disassembled and the pcba was removed. The connector was unsoldered from the pcba. The trace at a9 was damaged (open) from the solder pad. No others have yet been found. It has been scrapped after analysis. Sustaining engineering has completed their investigation.

Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Sustaining engineering investigated failed parts and reported that in order to reproduce the failure, the suspect battery pack was tested in the cardiosave test fixture. It was noted that the battery was not recognize by the system and it will not charge the battery pack was installed in the battery charge station and it will not charge it was found that pack pins a (battery ID) and c8(battery ID) were open (not connected) when they should be internally connected. The battery pack was sent to the vendor to identify the root cause of pins ( a9 and c8) being open.

Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A company representative has advised that the battery has been replaced with a new battery, and the unit was returned to the customer and cleared for clinical service. It is anticipated that the battery may be returned to getinge's national repair center for failure analysis. A supplemental report will be submitted when additional information is available.

Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The national repair center received the failed part back from the supplier, in which they were unable to verify the reported failure. After further testing of the part upon it's arrival to nrc, it was determined that the part will be delivered to sustaining engineering for further testing. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided. (B)(6).

Event description:
It was reported that upon delivery to the hospital during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) displayed a box with a cross through it in the battery icon display area. The battery was installed in another bay but the same icon was depicted. The battery was brought back to the getinge office the following day and installed into a different iabp unit. The iabp displayed the same icon. It was noted, that during the inspection of the iabp unit by the fse, the battery charge level was very low but had not displayed the box with a cross through it icon. It was later reported, that the battery was new and deemed an out-of-box failure. There was no patient involvement and no adverse event reported.